Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing of this smiths medical cadd cassette reservoirs, leaking at the height of the connection of the tube to the pouch was noticed. It was reported that there was no patient involved.